Event description:
It was reported that this right atrial (ra) lead showed atrial undersensing. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the impact codes field (f10) in section f, for use by uf/importer and impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right atrial (ra) lead showed atrial undersensing. This ra lead remains in service and will not be returned. No adverse patient effects were reported.